Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed failed self-test several times. Customer stated this insulin pump is a replacement pump. The history displayed several alarms. Advised customer to discontinue the use of the insulin pump and revert to back up plan. The customer declined to continue with troubleshooting. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump was received with an rf pic failed error alarm during the self test due to a faulty component on the radio frequency board. No cosmetic damage was noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests.